Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2014 as part of whole system explant due to dissatisfaction with the product. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).